Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service specialist arrived at the facility, inspected the integration system and determined the issue was caused by improper grounding on the hd in light video cables. The technician replaced the monitor and corrected the grounding issue on the hd in light camera. No further interference issues have been reported.

Event description:
(B)(4).